Event description:
It was reported by field service engineer (fse) that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) unit failed drive manifold test. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields : b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions ), h11. Corrected feild : h6 (medical device ¿ problem code). The fse evaluated the unit and replaced the drive manifold (0104-00-0031). Verified that the unit would pass the all manifold test without issue. Performed drive manifold calibration during pm. All test performed passed. There was no patient involved.